Event description:
Voluntary medwatch received states increasing defibrillation impedance was noted on the right ventricular (rv) lead. No changes or intervention performed. No adverse patient effects were reported.